Manufacturer narrative:
Crosstex received a report through distributor (B)(4) dental, that a dentist and dental assistant experienced exposure symptoms after wearing the crosstex ultra fluid resistant mask. After applying their masks, they experienced itchiness and redness on their faces. The dental assistant also experienced an itchy throat and tongue. Both users have reported using crosstex ultra fluid resistant mask for several years and this is the first time they have reacted to it. The dentist immediately removed her mask and took benadryl. The dentist felt fine and worked the rest of the day. The dental assistant washed their face following the incident then sought medical attention. The dental assistant was prescribed cortisol cream. Both users have a history of allergies and have since stopped wearing the mask. Both users are reported to be doing fine. This complaint will be monitored in the crosstex complaint handling system.

Event description:
Crosstex received a report through distributor (B)(4) dental, that a dentist and dental assistant experienced exposure symptoms after wearing the crosstex ultra fluid resistant mask.